Event description:
It was reported that the patient cancelled generator replacement surgery because the patient feels that vns therapy is not working as well as she had hoped. The patient reported that she feels that her seizure duration has decreased, but that the frequency has increased. The patient is changing neurologists in hopes that the new neurologist can help determine if generator replacement will be helpful. Review of the device programming history identified that the patient had achieved levels of stimulation that are generally associated with therapeutic levels (2.5 ma) and diagnostic testing as recent as (B)(6) 2013 yielded acceptable results.